Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a cerebrospinal fluid leak during the implant of her drg lead. As a result, the lead was removed and the procedure was abandoned. Reportedly, the patient was going to be treated with a blood patch. The patient is doing well. Additional surgical intervention may be planned to impant the lead again.

Event description:
Follow up identified the patient did not proceed with the drg implant due to the csf leak and residual pain that developed in the patient's extremity after the implant. Instead, the patient was implanted on 27 april 2018 with an scs trial system.